Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 2600ml and the drain volume was 4402ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv-adult. The iipv was not confirmed in the logs and not duplicated during pal testing. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be; insufficient drain- false empty detect and use error; clinician inappropriately set minimum drain volume % setting too low. The device will be routed to the service area.